Manufacturer narrative:
Film evaluation summary: the exact cause of the proximal type I endoleak could not be determined from the single still image provided. Only the anterior surface of the implanted devices was visible and no scale was seen on the image therefore no measurements could be made. The anatomy at implant is unknown, and additional CT¿s or angio¿s post-implant were not available for review. No stent graft issues were observed from the unknown study date film provided. The suprarenal neck and suprarenal stents were angulated ~55° l-r relative to the ipsi limb; however, the bifurcate aortic body appeared essentially straight. A slight amount of possible calcification was seen on the anterior side of the bifurcate aortic body. It could not be determined if patient anatomy or an unseen unfavorable stent graft in-vivo configuration may have contributed to the reported proximal type I endoleak.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented at a routine follow up appointment and a proximal type I endoleak present on an unknown date. The physician implanted an endurant aortic cuff proximally at the renal arteries however the type ia endoleak did not resolve. Another manufacturer¿s stent graft was implanted at renal arteries but the type I endoleak persisted. Another manufacturer¿s coils were implanted in the gap of the proximal aortic neck, and the type ia endoleak was resolved. Per the physician the cause of the event may have been due to proximal aortic neck dilatation from disease progression but could not be conclusively determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.